Event description:
It was reported that there was inadequate iodine in the minicap¿s sponge. This was noted prior to performing peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 6.

Manufacturer narrative:
(B)(4). The lot was manufactured between 09/02/2014 and 09/05/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.